Manufacturer narrative:
A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
When about to puncture the bone marrow, after introduction of the needle, it broke in the bone of the patient. Impossible to take out the broken piece from the patient.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation. 2 photo samples were received for evaluation by one of our quality engineers. The photos were adequate for confirming the failure and conducting an analysis of the needle. There were no issues found on the device history review for lot number 0000882866. It is evident in the pictures that an excessive sideways force was applied to the cannula after the stylet was withdrawn. The shiny part of the cannula just prior to the break indicates that the cannula was bent due to excessive force. The stylet had to have been withdrawn from the cannula at the time of breakage which indicates the cannula was either being withdrawn from the patient or the needle was not being used in the recommended way. During withdrawal, the needle should never experience any sideways force, similarly, if the cannula was being inserted into the bone, the stylet should have been present for additional strength. The most likely cause of this breakage is customer misuse¿applying excessive force in a longitudinal direction while trying to extract the cannula. Since the most probable root cause is misuse by the end user, no corrective actions will be implemented at this time. The complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. Additionally please see the attached instructions for use for product code tjc4008.